Event description:
It was reported that following an implantable pulse generator (ipg) upgrade procedure, the physician noted swelling at the pocket site. The patient subsequently underwent a pocket revision procedure, after which bleeding at the pocket site was reported. The physician cleaned the pocket site; however, similar findings were noted during a follow-up visit. The physician removed the accumulated blood and initiated antibiotic therapy. No signs of infection were reported.